Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Event description:
It was reported that patient experienced return of symptoms. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein two new leads were implanted and on (B)(6) 2025 wherein two extensions and ipg were implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.